Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 lot#, h3, h4 and h6 the device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken off 13 mm from the distal end. There was a mark in the probe which came in contact to the grasping section and was abraded against it. The fracture surface of the probe was checked and found that cracks had developed from the grasping section side. A definitive root cause could not be identified. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The reported event and the identified malfunction are inferred to have occurred through the following mechanism. 1. Grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to wear out intensively. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed. 4. A force to activate the output, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 5. A force was applied to the probe causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during laparoscopic appendectomy, the active blade of this subject device was bent and fell off into the right lower abdomen. The fallen piece was immediately recovered with a forceps. There was no additional treatment reported. An x-ray imaging, which are always performed by the facility after each case, had confirmed that there was no missing fallen off pieces. There was no health hazard to the patient and no delays with the procedure.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.